Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the device and found the photometer lamp had surpassed it¿s 1000 hours of usage. The fse replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Customer's phone number: (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false low direct bilirubin results. There was no change to patient treatment in association to this event. The results were not released from the laboratory.